Manufacturer narrative:
G4: 29sep2020. B4: 30sep2020. After further investigation, the market representative confirmed that there was no allegation of touchscreen malfunction or failure. The touchscreen was replaced per the recall number z-1152-2020 & z-1153-2020. The display was changed proactively, did not show any problem during the usage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23sep2020.

Event description:
The customer reported requesting service for the replacement of the screen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.